Event description:
On (B)(6) 2012, the patient contacted animas and reported that the down arrow keypad button had become unresponsive. The patient indicated that the keypad felt looser but had noticed the tactile changes prior to the looseness of the keypad. The patient denied evidence of moisture in the pump. Reportedly, the patient wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4):the keypad was found to be fully intact and the keypad was worn, which has no effect on insulin delivery; no damage was observed. During testing, the down arrow button was found to be intermittently unresponsive; the up arrow, ok and contrast buttons responded appropriately. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed that the display screen was scratched and dim and faded, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.